Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, reportedly the patient suffered a work related fall where they landed on their right side and experienced upper extremity numbness and right lower back and right lower extremity pain. On (B)(6) 2007 the patient presented with persistent unimproved symptoms, low back pain, diffuse lower extremity symptoms, and somewhat exaggerated tenderness to minimal tapping of the right lower back. Per the encounter notes the patient had undergone a MRI and emg /nerve conductive studies which were normal. The patient reportedly experienced sudden swelling the right knee and was diagnosed with right knee sprain/strain. The patient underwent a right knee MRI. On (B)(6) 2007 the patient allegedly had difficulty moving on and off the examination table and was not able to put weight on their right lower extremity. Right lower extremity weakness with decreased sensation. On (B)(6) 2007 the patient reportedly underwent an emg and nerve conduction study which showed poor effort in several muscles and inability to finish test. The paraspinal muscles were not tested. On (B)(6) 2007 the patient complained of continued bilateral low back pain with diffuse right lower extremity pain, numbness, weakness, and intermittent swelling of the right knee with "giving out" of the right lower extremity. Medication: ibuprofen. On (B)(6) 2008 the patient was unable to do a heel walk because of weakness in right foot .the patient's balance was reported as "totally off". A review of a previous myelogram showed a herniated disk at l5-s1, l3-4 and possibly at l4-5. On (B)(6) 2008 the patient presented with a bacterial infection in the mouth and had to cancel an injection. On (B)(6) 2008 the patient presented with lumbar radicular pain and underwent an injection of the nerve roots - right l4, l5, and s1 with marcaine and depo-medrol. No patient complications were reported. On (B)(6) 2008 the patient presented with low back pain, sleep disturbance secondary to pain, and occasional pain radiating into the left thigh. Per the encounter notes the right leg pain previously presented prior to the surgery was resolved. On (B)(6) 2008 the patient presented with lumbar radiculopathy and underwent a four level discogram. No patient complications were reported on (B)(6) 2008 the patient underwent a lumbar spine CT which showed a grade 5 annular tear with extra annular leakage at left l2-3; limited l3-4 annular tear; significant degenerative changes in the zygapophyseal facet joints at both disc space level- more at l3-4; and a generalized annulus fibrosis protrusion at all disc levels but no evidence of spinal stenosis or focal disc herniation. On (B)(6) 2008 the patient presented with back pain with bilateral lower extremity symptoms. On (B)(6) 2008 the patient present with weakness in the lower extremities and underwent various labs. On (B)(6) 2008 the patient presented with low back and right lower extremity pain and the preoperative diagnosis of lumbar herniated nucleus pulposus and lumbar diskogenic syndrome. The patient underwent surgery which consisted of a posterior open l5-s1 laminectomy and discectomy for nerve root decompression posterior interbody arthrodesis l5-s1 with prosthesis and bmp; posterior bilateral inter-transverse arthrodesis l5-s1 with allograft and bmp; and insertion of pedicle screw fixation l5-s1 with instrumentation. Per the operative report" ...placement of a 12 mm ...prosthesis which was 1st filled with a collagen sponge prepared with bone morphogenic protein. The prosthesis was inserted and countersunk approximately 5 mm from the dorsal aspect of the end-plate. Contralateral distractor was removed and the procedure repeated in identical fashion on the opposite side with insertion of a 2nd 12 mm prosthesis filled with a collagen sponge prepared with bone morphogenic protein. Upon completion of the insertion of the prostheses the neural elements were inspected and found to be intact and without evidence of spinal fluid leakage.... Bilateral posterolateral arthrodesis was then performed by 1st using a high-speed drill to decorticate the transverse processes of l5 and the sacral ala. This was then followed by placement of 2 long preparations of allograft putty wrapped in collagen sponge prepared with bone morphogenic protein. These preparations were placed in the posterolateral gutter extending from l5 to the sacrum bilaterally..." No patient complications were noted. On (B)(6) 2008 the patient presented with wheezing and coughing and underwent nebulizer therapy. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with pain and underwent lumbar spine x-rays which showed prosthesis is place. There was straightening of the lumbar spine that may have been related to muscle spasm. On (B)(6) 2009 through (B)(6) 2009 the patient the patient presented in pt with low back pain and occasionally the complaint of difficulty sleeping due to back pain. On (B)(6) 2009 the patient presented with improving back pain. Diagnosis: intervertebral disc disorder. On (B)(6) 2009 the patient presented with back pain and reported they felt they had reached a plateau with physical therapy. It was noted that the patient had reached maximal medical improvement from a pain management standpoint. On (B)(6) 2009 the patient presented with pain and underwent a lumbar spine MRI which demonstrated no evidence of recurrent and/or residual disc herniation at the l5-s1 level. The grafts were in their expected location. There was posterior fixation limiting the evaluation of the foramen on the parasagittal images. There were endplate degenerative changes. There was mild to moderate disc bulging and facet degenerative change with mild narrowing at l3-4. On (B)(6) 2009 the patient presented with lower back pain and underwent a CT scan which demonstrated continued stenosis at l3-4 and a small foraminal/extraforaminal disc protrusion at left l2-3 without neural impingement. No interval changes. On (B)(6) 2009 the patient presented with pain and underwent lumbar spine x-rays which showed mild degenerative changes throughout the lumbar region. No acute findings were identified. On (B)(6) 2010 the patient presented with low back pain radiating into the right hip and causing burning in the right groin with radiation into the left knee. The patient reported sleep deprivation secondary to pain and that any type of activity aggravated the symptoms. Per the encounter notes "..it is my opinion that she has multiple level nerve root injury with a neuropathic component after surgery." Medications: darvocet and elavil (new). On (B)(6) 2010 the patient presented was set up for a trail spinal cord simulator trial. The patient was prescribed cleocin to start after the stimulator placement (prevent infection). In a (B)(6) 2010 dated physician letter referring to the patient, the patient was reported to have had low back pain that radiated down to the right hip with burning pain in right groin and pain to the left knee. At trial spinal cord stimulator was being discussed.

Event description:
The patient underwent fusion surgery in which rhbmp-2/acs and peek cages were used using posterior approach. Patient underwent x-ray. No patient complications were noted. On (B)(6) 2008 patient was discharged to home.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.